Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6c27. An evaluation is in process.

Event description:
The customer observed falsely reactive results while using architect havab-igg reagents. The customer stated 23 specimens were initially reactive of 499 specimens tested and later an additional 5 specimens were initially reactive of 77 tested. The customer repeats all specimens with results between 0.9 and 1.2 s/co. No specific values per specimen were provided. Per the product package insert specimens with signal to cutoff (s/co) values greater than or equal to 1.00 are considered reactive for igg anti-hav. Specimens with s/co values less than 1.00 are considered nonreactive. No impact to patient management was reported.

Manufacturer narrative:
The suspect medical device is architect havab igg list number 06c29 lot 87317li00. The event documented has been associated with a product recall. The event associated with the updated suspect medical device (architect havab igg assay) is not reportable per 21cfr part 806, as the product has not been distributed in the us. No additional information will be provided in this report.